Manufacturer narrative:
Additional information will be provided upon device evaluation.

Event description:
Same case as 2184052-2015-00134, 2184052-2015-00135, 2184052-2015-00136. It was reported that post-operative closure top loosening occurred and the patient died three days following revision. The patient was initially implanted with nexlink to treat an odontoid fracture in the cervical spine. It was indicated that the patient had good bone quality, but suffered from heart disease. The devices implanted in this patient were c1 lateral mass screws and c2 translaminar screws and rods. No interbodies were used. The patient was fixed with an external semi-rigid collar postoperatively. No complications or issues were reported to have occurred during the initial surgery. Postoperative imaging taken three (3) months after the initial surgery revealed a broken screw on the right side and a disassembled screw on the left side of c1. No trauma or issue with patient compliance was reported. The patient was asymptomatic. Approximately one week later the patient underwent a revision surgery. During removal of the devices, it was noticed that the closure top at c2 was loose. The patient was successfully revised with nexlink. No complications or issues were reported to have occurred in the revision surgery. The patient was asymptomatic following the revision surgery. Three days after the revision surgery, the patient died due to myocardial infarction.

Manufacturer narrative:
Evaluation of the returned device found the condition to be consistent with use. Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Device history record review for the returned device did not find any deficiencies. The most probable root cause is related to operational context during the index surgery. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was further reported that during the early postoperative period, the patient presented severe bronchospasm, which required connection to iot with vmi (mechanic ventilation) and admission to the ICU.